Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture, high thresholds, noise and high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead was explanted prophylactically and was returned to the lab. The ra lead was analysed and tested out of specification.